Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was discontinued. It was unknown if the patient was hospitalized for the event and the cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number h12l15075 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).